Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his insulin pump was alarming during normal use. Troubleshooting was performed. A bolus was programmed into the air and the bolus amount was recorded in the bolus history. The customer's blood glucose was 70.5 mg/dl. Nothing further was reported.